Event description:
A report was received that the patient had to charge his ipg frequently. The patient had a previous non device related surgery and it was not known if an electrocautery was used during the procedure. The patient will undergo a revision.

Event description:
A report was received that the patient had to charge his ipg frequently. The patient had a previous non device related surgery and it was not known if an electrocautery was used during the procedure. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that electrocautery was used on the patient's previous non-device related surgery, and this caused the ipg unable to hold its charge. The patient underwent an ipg replacement procedure and did well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.